Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored atrial tachy response (atr) and ventricular episodes. The hcp reported that the patient stated to have experienced a shock while using a tens unit massage device. It was also noted that the patient was in atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, the stored atr showed there to be oversensing electromagnetic interference (emi) signals from the massage device which appeared to have caused the device to inappropriately deliver a burst of anti-tachycardia pacing (atp) and a shock. The shock successfully converted the arrhythmia. No additional adverse patient effects were reported. This ICD remains in service.